Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer dropped the pump and the touchscreen became black and unresponsive. Customer had elevated blood glucose levels (500 mg/dl).

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.